Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead triggered an alert due to a high out-of-range pace impedance measurement greater than 2,000 ohms. The patient was seen in clinic and the pacing vector was changed from ring to can to lv tip to ring 2. There was no noise on the presenting electrogram (egm) and lv capture was confirmed. This crt-d and lv lead remain in service. No adverse patient effects were reported.